Manufacturer narrative:
Associated medwatches: (the valve and shunt assistant were reported separately) manufacturing site evaluation: the shunt assistant valve was manufactured by a qualified employee; deviations during assembly did not occur. All parameters have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specifications. Investigation - the valve was received submersed. No significant deformations or damage of the valve were detected during the visual inspection. Permeability test- this test has shown that the valve was permeable. Adjustment test - this is a fixed pressure valve. An adjustment test is not applicable. Braking force and brake function test - this is a fixed pressure valve. A braking force and brake function test is not applicable. Computer controlled test - to investigate the claim of under-drainage, the opening pressure is measured using a testing apparatus which simulates a cerebrospinal fluid (csf) flow. The valve is tested in a vertical position. The results show that the valve is not operating within the acceptable tolerance. Results - after the tests, we have dismantled the valve. Inside, we found build-up of substances (likely protein). Based on our investigations, we are unable to substantiate the claim of under-drainage. At the time of our investigation, the opening pressure of the valve was lower than expected indicating a tendency towards over-drainage. However, it is possible that the deposits observed inside the valve could have caused the malfunction in the past. As described in our literature, the problem encountered is one of the known, inevitable risks of hydrocephalus therapy by shunt implants. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. A section - patient data: height, 90 cm. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the progav system. The patient was implanted with a shunt system on (B)(6) 2019. Postoperatively, under-drainage of the valve was suspected. On (B)(6) 2019, the valve was explanted due to the malfunction. Additional information was not provided. (The valve and shunt assistant were reported separately).